Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of bard ventralex st mesh. Per operative notes, ¿hernia sac was dissected. A bard ventralex st mesh was placed and secure it with suture.¿ (B)(6) 2016 - patient was diagnosed with incarcerated recurrent incisional hernia without obstruction or gangrene, partial small bowel obstruction, inflammation thereby underwent open repair with implant of one synthetic mesh and explant of bard ventralex mesh. Per operative notes, ¿hernia sac was dissected. Inflammation, small bowels were dissected out. The wound was irrigated. Previously placed bard ventralex st mesh was totally excised. One synthetic mesh was placed and sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is alleged that the patient experienced emotional distress and the device was defective.